Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer site in (B)(6) filed a complaint alleging that discrepant results for two patient samples were generated while evaluating a correlation between cobas ampliprep / cobas taqman (cap/ctm) hcv v1.0 and v2.0 tests. The results of version 1.0 were reported to the physician. It was stated that no adverse event was reported and no patient information or treatment information is available. This report will address specimen 1 with cap/ctm hcv v1.0. MDR 2243471-2013-00031 will address specimen 1 with cap/ctm hcv v2.0. MDR 2243471-2013-00032 and 33 will address specimen 2 results.

Manufacturer narrative:
Date of report 1/9/2014. Date received by manufacturer 1/9/2014. Follow up report 1. Device evaluated by manufacturer yes. (B)(4) specimen 1 generated a result with the cap/ctm (B)(6) test of 2.00 log iu/ml vs. Results of (B)(6) with the (B)(6) v2.0 test. Specimen 1 was determined to be (B)(6) genotype 2. The results of the sequencing analysis for specimen 1 determined that there is one mismatch to the probe for the (B)(4). However, based on the mismatch location, it is not likely to affect assay performance. It is possible that pcr inhibition occurred during the testing of the sample with the (B)(4), although the same inhibitory phenomenon is likely not to occur during testing with the (B)(6). Run controls for all runs were valid and within expected ranges. Retain kit testing met specifications. There is no indication of a product malfunction. (B)(4).